Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). Unknown if explanted; give date: n/a (not applicable). The intraocular lens is still implanted in the patient's eye. Initial reporter phone #: (B)(6). (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient after a cataract surgery, required a day after surgery a re-rotation of a toric lens, model zct375, by 90 degrees due the a low visual acuity. There was no patient injury. No wound enlargement. Patient came in on the 5th of november. All the information available were submitted.